Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via log file analysis. The system controller event log files were reviewed, and on (B)(6) 2025, a driveline communication fault alarm activated, associated with a communication a fault. This alarm resolved as the driveline was disconnected at 14:14:20 on (B)(6) 2025 for a system controller exchange, and the system controller was shut down at 14:15:54 on (B)(6) 2025. There were no other remarkable events found within this log file. The pump maintained a speed within the expected range while the driveline was connected. Upon initial inspection, indications of fluid ingress were found in the proximal (pump side) inline connector. The modular cable was tested with the returned system controller on a mock circulatory loop and was found to function as intended without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The integrity of the internal wires of the returned modular cable was tested, and the modular cable did not pass. The modular cable not passing this test is consistent with the fluid ingress observed on the inline connector pins. Additional information provided stated that the driveline power fault and driveline communication fault alarms occurred after the modular cable was returned, and cleaning the inline connector on the pump cable resolved the alarms. The root cause of the reported event could not be conclusively determined during this investigation; however, fluid ingress could have contributed to the reported event. The relevant sections of the device history records (shop order #: (B)(4) for the heartmate 3 vad modular cable, lot number: 8803027, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 lvas IFU section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ state that damage to the electrical wires inside the driveline is not always visible. The user should be alert for signs of damage, including fluid leaking from the external portion of the driveline. Heartmate 3 lvas IFU section 6 entitled ¿patient care and management¿ and heartmate 3 patient handbook section 4 entitled ¿living with the heartmate 3¿ instruct the user to check the driveline daily for signs of damage. Heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Additionally, instructions regarding driveline care are found in sub-sections entitled "what not to do: driveline and cables". Heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient woke up in a normal state of health when shortly after, at 0500, they experienced a communication fault alarm. Upon initial interrogation there was no kinks. Twist, or cuts on the patient's driveline. Log files were submitted for evaluation. The event log file recorded a driveline communication fault on 07aug2025 at 4:46:14. Motor function was not affected by this event. The system controller and the modular cable were exchange. It was noted that the patient tolerated the exchange without any significant issues except feeling a little tingle in their chest and feeling like their body "slowed down". Log files were submitted for review post exchange and a driveline power fault was captured. The driveline power fault was cleared by technical services but it was noted that another driveline communication fault occurred after the power fault alarm. The driveline communication fault was silenced until technical services was able to come onsite to inspect and clean the modular cable. The next day however, it was reported that the driveline power fault alarms reoccurred. The cleaning was performed on (B)(6) 2025 and the driveline power and comm fault alarms were said to have been active. It was also noted that there was a slight bend in the driveline right above the modular cable connection. The first cleaning of the modular connector surface lasted 20 seconds. Upon reconnection of modular cable, alarms cleared. A second cleaning of modular connector pinholes was performed and lasted 45 seconds. The modular cable was reconnected, and log files were downloaded. A final cleaning was performed, and the modular cable was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.